Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Further, the previously reported movement of the implant housing from its original position could also be a factor for electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
For some time the user has been complaining about intermittent decrease in loudness, particularly when laughing, moving his head etc. Further, the recipient reports that the body of the internal device has moved closer to the ear so that the behind-the-ear audio processor sits on top of the coil. As per further information, the user stopped wearing the audio processor for a few days and when he replaced it he had no more hearing sensation. The user was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
For several months the user was complaining about intermittent decrease in loudness particularly when he laughs, looks down etc. Sometimes the user has no sound perception with the device, then suddenly it comes back. He reports that the body of the internal device has moved closer to his ear. Currently, his behind the ear audioprocessor sits on top of his coil. An implant bed revision surgery is planned.

Manufacturer narrative:
Additional information: based on the received information from the field, damage to the active electrode is suspected as an increase of hi channels could be observed from the in situ measurements likely caused by device minute mobility. Apart from that the above mentioned results, namely that the implant housing seems to have moved from its original position, now being closer to the ear still applies. This also goes in line with the suspected electrode damage due to device minute mobility. Currently a date for re-implantation has not been scheduled yet.

Event description:
For some time the user has been complaining about intermittent decrease in loudness, particularly when laughing, moving his head etc. The recipient reports that the body of the internal device has moved closer to the ear. Currently, the behind-the-ear audio processor sits on top of the coil. An implant bed revision surgery was considered.no information about a possible surgery date has been received yet.

Manufacturer narrative:
According to the currently available information, the implant housing seems to have moved from its original position, now being closer to the ear. Latest in situ measurements are indicative of a functional device apart from two contacts with high impedance. An intermittent decrease in loudness has been also reported. It is suspected that the reported device mobility might have caused a slight damage to the active electrode. However to determine an exact root cause a device investigation of the explanted device is necessary. Revision surgery is being considered, but no surgery date has been scheduled yet.

Event description:
For several months the user was complaining about intermittent decrease in loudness. The recipient reports that the body of the internal device has moved closer to the ear. Currently, the behind-the-ear audio processor sits on top of the coil. An implant bed revision surgery is planned.